Event description:
Customer reported a recurring malfunction with their insulin pump, citing at least three occurrences of the same issue. There was no adverse impact to the customer's blood glucose level. Tandem technical support responded by sending a replacement pump. The customer will continue to use multiple daily injections as backup therapy.